Manufacturer narrative:
Results: the second neuron max evaluated was ovalized approximately 60.5 cm from the hub. Conclusions: evaluation of the returned neuron maxs revealed that the both devices were ovalized. This type of damage likely occurs due to improper handling during removal from the package. If the device is forcefully gripped during removal from its packaging, damage such as this may occur. The packaging tubes were not damaged and based on the locations of the damage, the packaging tubes would have protected the devices. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01243

Event description:
During preparation for a medical procedure, it was noticed that two neuron maxs were kinked upon removal from the packaging. The damage to the neuron maxs were found prior to use; therefore, they were not used in the procedure. The procedure was completed using a new neuron max.